Event description:
Synovitis. Bilateral knee effusion [joint effusion]. Total knee replacement (right knee) [knee arthroplasty]. Boat accident [accident]. Dog bite [animal bite]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a male pt (age not provided), initials unk, with osteoarthritis (kellgren-lawrence grade 4 in right knee and grade 3 in left knee with trace prior effusion). (B)(4). The patient's medical history was significant for previous use of four therapies of synvisc (it was reported that the age of the patient at the time of first injection of first course was (B)(6)). The pt experienced synovitis of both knees and bilateral knee effusion with the fourth synvisc course. On (B)(6) 2003, the pt initiated the fifth course of treatment with intra-articular synvisc (hylan g-f 20) injection, into both knees, dosage regiment not provided. The lot number for synvisc was not provided. On (B)(6) 2003, the pt experienced synovitis of both knees. The pt also experienced effusion in both knees. Arthrocentesis was performed and 22 cc of slightly turbid yellow fluid was aspirated from right knee and 21 cc of slightly turbid yellow fluid was aspirated from the left knee. The pt received treatment with intra-muscular betamethasone at a dose of 1.3 cc for the events of synovitis of both knees and bilateral knee effusion. On (B)(6) 2003, after duration of 24 hours, the pt recovered from synovitis of both knees. On (B)(6) 2003, the pt received third synvisc injection of fifth course. On (B)(6) 2003, the pt experienced dog bite. The same day, the pt had a boat accident. On (B)(6) 2003, the pt received treatment with betamethasone at a dose of 1.3 cc. On (B)(6) 2004, the pt underwent total knee replacement of right knee. The action taken with synvisc treatment was not provided. The outcome for the event of bilateral knee effusion, boat accident, dog bite and total knee replacement of right knee was not provided. Relevant concomitant medications were not provided. The intensity fort the event of synovitis of both knees was moderate and for the event of bilateral knee effusion was mild. The intensity for the events of boat accident, dog bite and total knee replacement of right knee was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis of both knees as definitely related. The causality for the events of boat accident, dog bite and total knee replacement of right knee was assessed as unrelated. The causal relationship for the event of bilateral knee effusion was not provided by the reporting physician. Follow-up info was received on (B)(4) 2013 and the pt initials were reported as (B)(4).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: (B)(4). The benefit risk profile of the product is not altered by this report.